Event description:
It was reported that the patient¿s device was oversensing after appropriate high voltage therapy was delivered for ventricular tachy cardia (vt). The device was reprogramed to provide high voltage therapy sooner. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).